Manufacturer narrative:
Date of this report: 6/12/1998. Evaluation summary: the mentor microbiology department has provided info on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Based on the info received, no culture results were taken. Infection is a known complication associated with any surgery and is referenced in current product insert data sheet.

Event description:
The pt was implanted with a smooth saline mammary prosthesis on 11/10/1994. Subsequently, the pt experienced an infection and exposure of the device. The device was removed on 10/29/1996.